Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) levels for a period of 2 days. Bg levels were at 270 on (B)(6)2015 and 282mg/dl on (B)(6) 2015. Elevated bg level was treated by administering a correction bolus, and the issue resolved.